Manufacturer narrative:
(B)(4). The complaint for use error was confirmed. As per the complaint, patient reused the disposable set. The assignable cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
This is a report for use error- patient changed only cassette and reused supplies. The customer contacted baxter's technical service center to report an issue of check final line alarm which occurred on home choice (hc) during use during prime. The home patient (hp) stated that the hp was not connected and the final fill bag as half empty. The hp stated that the changed the cassette only and the hc was still alarming. The baxter technical representative (tsr) advised the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.